Event description:
A consumer reported that their severly handicapped family member was having their teeth brushed with a crest spinbrush (version unk) by an aide employed in his resident group home in the morning of 2005 when the small round spinner at the top came off and lodged in their throat. Family member began choking and immediately was attended by several aides who were able to retrieve the brush from their throat. Family member was taken to thehospbecause they were bleeding from their mouth. The consumer reported that this was a terribly traumatic experience for family member especially since they cannot help themselve in anyway and could have ended his demise. The case outcome recovered. Past medical history included: allergy - unk, medical history - cerebral palsy. No further info was provided.final clarification was received indicating that the product involved in the adverse event reported was an oral b powered toothbrush, not a crest spinbrush.

Event description:
A consumer reported that the severely handicapped pt was having their teeth brushed with a crest spinbrush (version unk) by an aide employed in their resident group home. On a morning in 2005 the round part of the spinbrush lodged in the pt's throat and the pt began choking. The attendant "stuck a finger to get it out". The pt was taken to the emergency dept because their mouth was bleeding. Consumer was not sure if the pt received any treatment while in the emergency dept. The pt was released the same day and is okay now. The consumer reported that this was a terribly traumatic experience for the pt especially since the pt cannot help themself in anyway and could have ended in their demise. The case outcome was recovered.